Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent emergent endovascular repair of a ruptured descending thoracic aortic aneurysm using a gore® tag® thoracic endoprostheses (tgt3420/8106774). A gore® introducer sheath with silicone pinch valve (ts2230/8064454) was inserted from the patient's right femoral artery. The tgt3420 was implanted just above the superior mesenteric artery and the celiac artery was covered without embolization. After the sheath was withdrawn from the patient, a dissection of the right external iliac artery was identified. The dissection was repaired with metalic stents. (The diameter of the reia is unknown.) The final angiography showed no endoleak, the procedure was concluded.